Manufacturer narrative:
Device evaluation: the suction irrigator instrument was received for failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The suction and irrigation buttons worked properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the suction irrigator button got stuck while suctioning blood and the customer was losing pneumoperitoneum. The suction irrigator was inspected prior to use and no damage or abnormalities were identified at the time. The surgeon elected to convert the procedure to open surgery for an unspecified reason.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Patient information: body mass index (bmi) - 44.5. Height - 5 ft.